Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and carried out all functional test and fiber optic tests with no problem found. The fse also checked the pressure transducer and checked the fault logs. No abnormalities or defects found. The iabp functioned perfectly and was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient it was discovered that the cs300 intra-aortic balloon pump pressure sensor was defective. No patient involvement or adverse event was reported.